Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer administered a mealtime bolus but did not bolus the appropriate amount. The customer's blood glucose (bg) level displayed "high"; specific value is unknown. Customer administered a correction bolus via pump to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.